Event description:
This report is being filed upon notification from our x-ray manufacturer to submit this event that happened in a foreign country. Problem: the pt had an x-ray procedure. However, during this procedure the system blocked x-ray emissions. The details of this event are limited at this time. The pt was not injured.

Manufacturer narrative:
Eval: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Eval results: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.